Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous lower glucose results from an abbott diabetes care (adc) device. The customer received a glucose sensor scan results of 118 mg/dl on the adc when compared to blood glucose test readings of 309 mg/dl obtained on a healthcare professional (hcp) meter, which when the results are plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 14 days. There was no report of death, serious injury, or mistreatment associated with this event.